Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 480 mg/dl. Customer blood glucose level was something 300 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as dizzy and incoherent. Customer was treated with bolus with the insulin pump. Customer did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to performed the high pressure test. Troubleshooting was performed. The insulin pump will not be returned for analysis.